Event description:
On patient follow up post tcar, doppler ultrasound (dus) identified a potential dissection of the rcca. Physician brought patient to surgery and repaired dissection with a bovine patch. Patient is doing well post dissection repair.